Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported that in the ICU, the patient reported pain in her right arm at the insertion site. When infusing intravenous fluids, no return was found in any of the lumens. The doctor on duty was notified who then ordered the removal of the catheter. When the catheter was removed, a hole was found at the 40cm mark. A new kit was opened and that catheter was placed without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.